Manufacturer narrative:
Concomitant medical product: 40023 tissue valve, implanted: (B)(6) 2020; 690r28 heart ring, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed bacteremia and vegetation following recent aortic and mitral valves replacement. The implantable pulse generator (ipg) system was removed. The tip of the lead was cut and sent for culture. The origin of the infection is unknown. Cultures were taken. Blood cultures were positive for staphylococcus epidermidis. Antibiotic medication was administered. The ipg system was replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.